Event description:
It is reported that during removal procedure of surgery, the surgeon was using large hex. Screwdriver 3.5x340 on (B)(6) 2014. It was destroyed while usage on znn cmn lag screw 10.5x100, which bent and broke off (reported within (B)(4) for znn cmn lag screw 10.5x100).

Manufacturer narrative:
The manufacturer did not receive x-rays, other source documents, but device for review. Where the lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).